Event description:
It was reported, the pt has been experiencing a burning sensation, and shocks while recharging the device. The ipg has also moved from her back to her near waist. Surgical intervention is pending to address the issue.